Event description:
Felt fullness in her knee [discomfort in joints], could not walk [unable to walk], significant pain [knee pain], swelling [knee swelling] ([condition aggravated]), knee drained [knee effusion]. Case narrative: initial information received on 12-mar-2019 regarding an unsolicited valid serious case received from pharmacist via health authorities of united states under reference mw5084543. This case involves an unknown age female patient who had treatment with medical device hylan g-f 20, sodium hyaluronate (synvisc one) and experienced felt fullness in her knee, could not walk, significant pain, swelling (latency: 0 day) and knee drained (latency: 1 day). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2019, the patient started using hylan g-f 20, sodium hyaluronate, intra-articular injection at an unknown dose, once in both knees (lot - unknown) for unknown indication. On the same day, immediately after the injection patient felt fullness in the knee, had significant pain and swelling, progressing to the point that she could not walk. On (B)(6) 2019, twenty-four hours after the injections, patient had her knee drained. Corrective treatment: not reported for all events. Outcome: unknown for all events. A product technical compliant was initiated with global ptc number (B)(4) and results were pending "rot he same". Seriousness criteria: medically significant for all events.

Event description:
Felt fullness in her knee [discomfort in joints] could not walk [unable to walk] significant pain [knee pain] swelling [knee swelling] ([condition aggravated]) knee drained [knee effusion] case narrative: initial information received on 12-mar-2019 regarding an unsolicited valid serious case received from pharmacist via health authorities of united states under reference mw5084543. This case involves an unknown age female patient who had treatment with medical device hylan g-f 20, sodium hyaluronate (synvisc one) and experienced felt fullness in her knee, could not walk, significant pain, swelling (latency: 0 day) and knee drained (latency: 1 day). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2019, the patient started using hylan g-f 20, sodium hyaluronate, intra-articular injection at an unknown dose, once in both knees (lot - unknown) for unknown indication. On the same day, immediately after the injection patient felt fullness in the knee, had significant pain and swelling, progressing to the point that she could not walk. On (B)(6) 2019, twenty-four hours after the injections, patient had her knee drained. Corrective treatment: not reported for all events. Outcome: unknown for all events. A product technical complaint (ptc) was initiated on (B)(6) 2019 for synvisc one. Batch number unknown, global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. All finished batch records for specification conformance prior to release were reviewed as per the requirement. Any out of specification result need to be identified and mitigated through the ncr process. Adverse event reports with or without lot numbers were continuously monitored by sanofi global pharmacovigilance and epidemiology and possible associations with their corresponding product lot were assessed as part of routine safety surveillance effort to detect safety signals. Final investigation complete date was (B)(6) 2019. No safety issues were indicated in this review. Seriousness criteria: medically significant for all events . Additional information was received on 18-mar-2019. Global ptc number and ptc results were added. Text amended accordingly.